Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) channel with atrial pacing occurring. Additionally, a stored atrial tachy response (atr) episode showed intermittent undersensing on the right ventricular (rv) channel. Technical services (ts) reviewed the presenting electrogram (egm) and recommended reprogramming the automatic gain control (agc) timing on the ra channel. No adverse patient effects were reported. This ICD remains in service.